Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation due to the left ventricular lead. It was also note that the patient had a large coronary sinus with few branches that did not cause phrenic nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant products : 5076 implantable pacing lead: (B)(6) 2014. A 6947m implantable tachy lead: (B)(6) 2014. (B)(4).